Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a buckled (uso) upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a software issue. The upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for software update. During physical inspection, it was found that there was a buckled upstream occlusion (uso) seal. There was no patient involvement, no patient injury was reported.